Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 69-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs). While the patient was in the intensive care unit (ICU), hemolysis was noted. It is unknown if the hemolysis resolved or if any intervention was performed. Three days after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-2 at 1.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. There is little information provided on the patient's clinical presentation, so there is not enough information to conclude if the device contributed to the patient's death, however, it is important to note that patients presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) are critically ill patients with a high risk of mortality.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem); d3(manufacturer fax); d4(catalog, serial). B1: ticked to capture malfunction problem. The cause of the hemolysis was not established as no definitive log abnormalities observed, no product was returned and limited clinical information on hemolysis timing and details were provided.